Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. Her blood glucose was 20.0 mmol/l. During troubleshooting it was determined that the alarm was caused by occlusion in the reservoir and infusion set. The insulin pump appeared to be operating properly otherwise. No equipment is being returned. No additional information was reported.